Event description:
The pt was implanted with device for pain control associated with sacroiliac joint dysfunction. Initialy the pt found the device greatly improved their condition but less than nine months later they had the device surgically removed. The operating surgeons noticed that the device appeared to have a crack at the entry site of the leads, which they noted in their reports, and this crack may have been responsible for the malfunction and possible leaking of current from the system. The device was explanted but no returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received.